Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted, however a video was provided. Confirmation of the provided video: it was likely that the support arm of oxygenator was damaged at the joint with the reservoir. The manufacturing record and the shipping inspection record of the actual product: no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Cause of occurrence: as a possible cause of occurrence, it was inferred that the actual product was damaged due to a strong impact load. However, since the damage condition of actual product could not be confirmed, and no anomaly was found in the manufacturing records, it was not possible to clarify exactly when the actual product damaged. Relevant IFU reference: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
G4: PMA/510(k): k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record of the actual product. No other similar report of the product with the involved product code/lot number was found. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the oxygentor had a crack on it even though the box was not damaged, therefore they changed to oxygentor. The procedure outcome was not reported. There was no patient involved.